Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use indicates that the foot should be deployed prior to plunger/needle deployment. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f after a percutaneous coronary intervention. Reportedly, the suture and knot came out when the plunger was removed. The reporter indicated the plunger may have been pressed before the footplate was deployed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.